Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report:: 16jun2020.

Event description:
It was reported that during use, the ventilator had an error code indicating high blower temperature. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshooting with technical support. The customer advised that the air inlet filter was dirty and after replacing it, the unit was ran for 24 hours with no issues.

Manufacturer narrative:
G4: 23jun2020, b4: 23jun2020. Information was received that the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Although requested, patient information was not available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.